Manufacturer narrative:
(B)(4)

Event description:
It was reported that non-sustained oversensing episode was observed during merlin.net transmission review. Loss of capture in ventricular channel was suspected. Patient will be scheduled for in-clinic follow-up. Patient's condition was good.